Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during system interrogation the lead exhibited high impedances. As a result surgical intervention is anticipated at a later time.